Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, a patient's mother contacted animas reporting that the up, down, and ok buttons on her son's device were intermittently unresponsive and often required multiple presses to register an input. This complaint is being reported because the issue was not solved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.